Event description:
It was reported that during a brethroplasty procedure, the tip of the drill bit broke. It was also reported that the broken piece was left in the corner of the pt's eye and that there were no reported adverse consequences to the pt. It was further reported that there was no delay, and another drill bit was available to complete the procedure.

Manufacturer narrative:
The drill bit subject to this MDR was not returned to the MFR for evaluation. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.